Event description:
Reporting status: serious injury - surgical intervention. Reporting rationale: stent thrombosis requiring surgery and stent explant. Device issue: leak. It was reported that the jostent was used to treat an active extravasation from the popliteal artery during a peripheral procedure (off label use), no other modalities available short of an open procedure in an ill pt. The leg continued to bleed post graftmaster deployment. The pt required an open procedure due to compartment syndrome and thrombosis of graft, stent was removed. The pt ended up going to surgery and the graftmaster stent was removed. No additional event or pt info is available.

Manufacturer narrative:
Results and conclusion summation - product performance engineering reviewed the incident info. The device was not returned to abbott for investigation and it is therefore impossible to make an informed judgement as to the root cause of the complaint. The device was in working order and left abbott as per specs. It is reported that the stent was not used as per the indication. It was used to treat an active extravasation from the popliteal artery during a peripheral procedure, which is off-label use. No device malfunction can be determined due to the lack of procedure and pt info and the lack of device investigation.